Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the holder detaches from the luer adapter. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® safety-lok¿ blood collection set, the holder detaches from the luer adapter. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-jul-2025. Investigation summary: bd received unopened 50 samples for investigation. The returned sample and 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects on the luer adapter threads were found. Also, the luer adapters of 13 returned samples and retained samples of 8 sets were connected to our bd single use holders and bd pronto holders using bd blood collection tubes and no spin out or separation was observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separation during use based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."